Event description:
It was reported that when using the bd pyxis¿ es server, the patient status did not update. Messages from epic to pyxis were transmitting correctly; however, the patient¿s primary ID remained in a ¿preadmitted¿ status instead of ¿admitted.¿ as a result, users were unable to remove medications under the patient profile and created a temporary patient for dispensing. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed with customer that the issue was resolved and no further investigation required for this device. The system functioned as intended after the issue was resolved.